Event description:
The customer reported that a patient had a roll belt on in bed. The patient was attempting to get out of the bed between the split side rails and the roll belt rode up on their chest. The roll belt prevented them from getting out of bed. There was no patient injury. Side rail covers or gap protectors were not in use at the time of the event, as recommended.

Manufacturer narrative:
(Other) - the product did not malfunction. However, the gap protectors and side rail covers were not in use at the time of the event, labeled. The product has not been returned.